Manufacturer narrative:
This report is filed november 6, 2013.

Event description:
Per the clinic, the patient was administered injections of kenacort due to excess skin overgrowth. During the procedure, a longer abutment was placed. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.